Event description:
A customer reported an issue with incorrect time settings on their pump, which was more than five minutes off. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.